Manufacturer narrative:
A visual and mechanical check of the returned unit was performed. From the x-rays, it was evident that the dr. Chose to use the exfix to control the distraction rate of the iskd. I was also evident that a tibial assembly was used in a femur application. As the unit distracted as intended and internal mechanisms were working as intended, no elaboration on root cause has been done.

Event description:
Info provided stated that the iskd stopped distracting after 5mm of distraction. Unit was replaced with a t12-255-335ns on (B)(6) 2009. It was evident that a tibial assembly was used in a femur application. Due to the special geometry need of the tibia and femur, orthofix offers a separate line of iskd units for use with the femur and tibia.